Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: only event year is known. 510k: this report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a tfna blade backed out of the tfna nail when the nail was taken out and it was noticed that the locking mechanism was broken. A revision of a tfna cut-out was originally done about a month prior. The surgeon removed the helical blade, removed the nail, reduced the fracture, and re-inserted the same nail, new blade, and new locking screws. The surgeon attempted to use trauma bone cement but perforated the femoral head with guide wire and was uncomfortable inserting cement. Approximately two (2) weeks later, x-rays showed the blade had again backed out and began to cut out. A revision to a tha was then performed. When removing the tfna the second time, it was realized that the locking mechanism had broken. The procedure was successfully completed with no surgical delay. The patient outcome is unknown. This report involves one (1) unknown nail head elements: tfna helical blade. This is report 2 of 2 for (B)(4). This product complaint, (B)(4), is related to (B)(4).